Event description:
While performing rotablater procedure in the rca the wire was sheared off by the burr. This was not immediately apparent and subsequent pass with the burr product produced a rupture in the rca wall, causing bleeding into the pericardium. Although bleeding was controlled via use of a perfusion balloon surgery was needed for retrieval of the distal portion of the wire. Cabgx5 and repair if rca laceration done. Distal end of wire retrieved from rca. Product wall be retained by nmh risk mgmt due to risk of litigation.